Manufacturer narrative:
Additional information: h.10. International plant investigation: the complaint samples were requested and investigated. The samples were checked physically in regard to the described failure. The sponge inside the caps were present in all returned samples 20pcs of batch d1zd071. No abnormalities were detected. Batch record investigation (DHR): 480 000 products of batch d1zd071 have been inspected according to the inspection protocol, were found conforming to specifications, and have been released without any discrepancies. No indication for any relationship with the reported failure mode has been found during the review. The investigation of the available iodine was within the specified limits. Based on the complaint description we assume a handling issue as the reason for the complaint, which could have been caused by a user related circumstance. The returned samples showed no deviation in regard of the description of a "disintegrated sponge" which might have been caused by a misinterpretation of the visual appearance. The reason for the complaint could not be clarified by this investigation.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6), 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6), 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The patient has a fresenius extension set that is attached to the pd catheter (not a fresenius product). The patient uses a new stay safe cap at the end of treatment that is attached to the fresenius extension set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201& d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of fresenius extension set the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6) 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6) 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The patient has a fresenius extension set that is attached to the pd catheter (not a fresenius product). The patient uses a new stay safe cap at the end of treatment that is attached to the fresenius extension set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201 & d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of fresenius extension set the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Manufacturer narrative:
Correction: b.5., b.7., d.10, and h.10. Clinical review: a temporal relationship exists between pd therapy with the fresenius stay safe cap and the patient¿s peritonitis event. Peritonitis is a well-documented potential complication in patients undergoing pd therapy. The patient¿s pd nurse alleged the peritonitis was caused by defective stay safe caps (lot #d1zd201& d1zd071) whereby the iodine filled sponge inside the cap disintegrated upon attaching to the fresenius extension set. At the time of this clinical investigation, the manufacturer product analysis of the stay safe caps is pending. Therefore, based on the nature of the reported event, the stay safe cap cannot be excluded as a causal factor in this event.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6)2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6)2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The patient has a fresenius extension set that is attached to the pd catheter (not a fresenius product). The patient uses a new stay safe cap at the end of treatment that is attached to the fresenius extension set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201& d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of fresenius extension set the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6) 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6) 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The patient has a fresenius extension set that is attached to the pd catheter (not a fresenius product). The patient uses a new stay safe cap at the end of treatment that is attached to the fresenius extension set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201 and d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of fresenius extension set the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Manufacturer narrative:
Plant investigation: actual devices were returned to the manufacturer for physical investigation. Product samples from the customer with original package identified with reported model and lot number. During the visual inspection it was found that eight of the forty samples received do not have enough iodine, however this appearance is because the sponge has a closer contact to the wall on one side of the cap which makes the impression that there might be not enough iodine in the cap. This circumstance is not a sign of a low amount of iodine. Additionally, a functional and dimensional tests were performed to verify if the samples did not have enough iodine, if a leak is present or if the sponge disintegrates while the catheter connection is done. During the tests no leaks were found, the sponge is in good condition and the percentage of iodine presented in the samples was within the acceptable range. The sample tested worked as intended without any abnormalities. During the evaluation of the samples, the alleged failure stated in the complaint was not confirmed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There is no causal relationship between the product and the reported peritonitis.

Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) developed an infection on (B)(6) 2023 characterized by fever, diarrhea, cramping, poor appetite and hypotension. The rn stated the infection was caused by an issue with 2 lots of the fresenius stay safe caps. The patient was receiving antibiotics in the outpatient pd clinic. In an additional follow-up call, the reporting nurse confirmed the patient was experiencing symptoms (noted above) on the morning of (B)(6) 2023. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture yielded growth of the organism paracoccus yeei. The patient was treated with intra-peritoneal (ip) vancomycin (per clinic dosing) on an outpatient basis. The nurse indicated the patient recovered from the peritonitis event. The patient continues pd therapy with the same cycler and a new box of stay safe caps (provided by the outpatient pd clinic) without further reported issues. The nurse stated the peritonitis is not related to any fluid leaks or any issues with the fresenius cycler/cycler set. The nurse alleged the patient received two boxes of defective stay safe cap with lot #d1zd201& d1zd071. Per the nurse, upon visual inspection of the stay safe caps there are no observable defects. However, the nurse stated that when attaching the stay safe cap to the end of the pd catheter (not a fresenius product) the iodine filled sponge inside the cap disintegrates. The nurse provided that the pd clinic has the two boxes of the involved stay safe caps available for return to manufacturer.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the fresenius stay safe cap and the patient¿s peritonitis event. Peritonitis is a well-documented potential complication in patients undergoing pd therapy. The patient¿s pd nurse alleged the peritonitis was caused by defective stay safe caps ( lot #d1zd201& d1zd071) whereby the iodine filled sponge inside the cap disintegrated upon attaching to the pd catheter (not a fresenius product). At the time of this clinical investigation, the manufacturer product analysis of the stay safe caps is pending. Therefore, based on the nature of the reported event, the stay safe cap can be excluded as a causal factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.